Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient stated they had a headache and went to visit the doctor on (B)(6) 2018. It was indicated that the patient's bg values were 220 mg/dl but the cgm was showing 80 mg/dl. It was indicated that the patient was administered an insulin injection. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.